Event description:
It was reported that prior to use of the 2.25x23mm xience alpine stent delivery system (sds), the tip of the sds was noted to be torn and the stent strut was noted to be flared. Therefore, the sds was not used in the patient. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent mishandling of the stent delivery system contributed to the reported stent deformation and torn tip; however, because the device was not returned for analysis, it is unknown what may have caused the reported issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.